Manufacturer narrative:
1) in the previous report the b5 narrative/verbiage was given for recall but the b5 narrative is updated to:- "the manufacturer received information regarding a ds2adv auto CPAP. The patient is alleging asthma (new or worsening), kidney disease and liver disease/toxicity. In addition, nose and respiratory tract irritation has also been reported by the patient. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed." 2)additionally, the "problem code grid", "evaluation method code" and "conclusion code" were also updated for non-uno device.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening), kidney disease and liver disease/toxicity. In addition, nose and respiratory tract irritation has also been reported by the patient. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.